Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('two metallic devices loose found in the left tube sample') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, drug allergy (to pyrazolone (nolotil)), sinus operation and chronic sinusitis. Medical history: surgical procedures, major diseases, gynaecological diseases were denied. Family medical history was unremarkable. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ allergies to the essure components"), abdominal distension ("swelling") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, hypersensitivity, abdominal distension and abdominal discomfort was resolving. The reporter considered abdominal discomfort, abdominal distension, device breakage, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: insertion details: easy passage through the cervical canal; no paracervical block; image of left and right tubal was good; catheterisation was difficult and had moderate discomfort on both sides. (B)(6) 2018laparoscopic bilateral salpingectomy surgery performed without incidents. Analgesia and antithrombotic prophylaxis prescribed. Patient reported significant progress in her condition. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2018: 139/86. Computerised tomogram - on (B)(6) 2018: no evidence of disease. There are no signs of metallic elements in the pelvic area that could correspond to essure remainders. Cytology - on (B)(6) 2018: no endocervical cells. She is using blastoestimulina vaginal ovules. Gynaecological examination - on (B)(6) 2018: anteversion of the uterus. Mobile, centred uterus of normal size. No masses found. Empty pouch of douglas. Vaginal and genital speculoscopy: within normal parameters. Cervix: healing well.; on (B)(6) 2018: normal. Mild pain in the right side of vaginal fornix. Haemoglobin - on (B)(6) 2018 : 11.4. Immunology test - on (B)(6) 2018 : melisa test [interpreted as memory lymphocyte immunostimulation assay]: allergies to essure components. Pathology test - on (B)(6) 2018 : right fallopian tube with no relevant alterations, device is complete; left fallopian tube with no relevant alterations, two metallic devices loose, one corresponds with a coil and is 2 cm long, the other one has soft tissue surrounding it and measures 2.8 cm. Ultrasound scan - on (B)(6) 2010: satisfied; on (B)(6) 2018: uterus within normal and regular morphology parameters, endometrium measuring 3 mm, no masses found, essure placed normally, empty pouch of douglas; on (B)(6) 2018: both ovaries appear normal. Fluid covering 1.2 cm of the right adnexa area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal discomfort, pelvic discomfort, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('two metallic devices loose found in the left tube sample') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, drug allergy (to pyrazolone (nolotil)), sinus operation and chronic sinusitis. Medical history: surgical procedures, major diseases, gynaecological diseases were denied. Family medical history was unremarkable. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), device allergy ("allergic reactions/ allergies to the essure components"), abdominal distension ("swelling"), abdominal discomfort ("abdominal discomfort"), abdominal pain ("abdominal pain") and psychological trauma ("psychological damage"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, device allergy, abdominal distension and abdominal discomfort was resolving and the abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, device allergy, device breakage, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: insertion details: easy passage through the cervical canal; no paracervical block; image of left and right tubal was good; catheterisation was difficult and had moderate discomfort on both sides. (B)(6) 2018 laparoscopic bilateral salpingectomy surgery performed without incidents. Analgesia and antithrombotic prophylaxis prescribed. Patient reported significant progress in her condition. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on 09-nov-2018: 139/86. Computerised tomogram - on 10-dec-2018: no evidence of disease. There are no signs of metallic elements in the pelvic area that could correspond to essure remainders. Cytology - on (B)(6) 2018: no endocervical cells. She is using blastoestimulina vaginal ovules. Gynaecological examination - on (B)(6) 2018: anteversion of the uterus. Mobile, centred uterus of normal size. No masses found. Empty pouch of douglas. Vaginal and genital speculoscopy: within normal parameters. Cervix: healing well.; on (B)(6) 2018: normal. Mild pain in the right side of vaginal fornix. Haemoglobin - on (B)(6) 2018: 11.4. Immunology test - on (B)(6) 2018: melisa test [interpreted as memory lymphocyte immunostimulation assay]: allergies to essure components. Pathology test - on (B)(6) 2018: right fallopian tube with no relevant alterations, device is complete; left fallopian tube with no relevant alterations, two metallic devices loose, one corresponds with a coil and is 2 cm long, the other one has soft tissue surrounding it and measures 2.8 cm. Ultrasound scan - on (B)(6) 2010: satisfied; on (B)(6) 2018: uterus within normal and regular morphology parameters, endometrium measuring 3 mm, no masses found, essure placed normally, empty pouch of douglas; on (B)(6) 2018: both ovaries appear normal. Fluid covering 1.2 cm of the right adnexa area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: events added to the case: "abdominal pain, psychological damage" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('two metallic devices loose found in the left tube sample') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, drug allergy (to pyrazolone (nolotil)), sinus operation and chronic sinusitis. Medical history: surgical procedures, major diseases, gynaecological diseases were denied. Family medical history was unremarkable. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pain, device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/ allergies to the essure components"), abdominal distension ("swelling") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, hypersensitivity, abdominal distension and abdominal discomfort was resolving. The reporter considered abdominal discomfort, abdominal distension, device breakage, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: insertion details: easy passage through the cervical canal; no paracervical block; image of left and right tubal was good; catheterisation was difficult and had moderate discomfort on both sides. On (B)(6) 2018 laparoscopic bilateral salpingectomy surgery performed without incidents. Analgesia and antithrombotic prophylaxis prescribed. Patient reported significant progress in her condition. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2018: 139/86. Computerised tomogram - on (B)(6) 2018: no evidence of disease. There are no signs of metallic elements in the pelvic area that could correspond to essure remainders. Cytology - on (B)(6) 2018: no endocervical cells. She is using blastoestimulina vaginal ovules. Gynaecological examination - on (B)(6) 2018: anteversion of the uterus. Mobile, centred uterus of normal size. No masses found. Empty pouch of douglas. Vaginal and genital speculoscopy: within normal parameters. Cervix: healing well.; on (B)(6) 2018: normal. Mild pain in the right side of vaginal fornix. Haemoglobin - on (B)(6) -2018: 11.4. Immunology test - on (B)(6) 2018: melisa test [interpreted as memory lymphocyte immunostimulation assay]: allergies to essure components. Pathology test - on (B)(6) 2018: right fallopian tube with no relevant alterations, device is complete; left fallopian tube with no relevant alterations, two metallic devices loose, one corresponds with a coil and is 2 cm long, the other one has soft tissue surrounding it and measures 2.8 cm. Ultrasound scan - on (B)(6) 2010: satisfied; on (B)(6) 2018: uterus within normal and regular morphology parameters, endometrium measuring 3 mm, no masses found, essure placed normally, empty pouch of douglas; on (B)(6) 2018: both ovaries appear normal. Fluid covering 1.2 cm of the right adnexa area. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical records: pelvic pain, abdominal discomfort, pelvic discomfort, device breakage no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.